Manufacturer narrative:
A surgical intervention was done to investigate the cause of out-of-range impedance, at which time the fracture was confirmed. There were no adverse patient effects reported beyond the surgical intervention, at which time this lead was removed from service. Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured at 445mm from the terminal pin, with two corresponding bends in the lead just distal of this location. This fracture appears to have been at or near the suture sleeve tie down area, but there was noted extensive electrocautery damage at this location. At this time, investigation is considered closed. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was fractured beneath the suture sleeve. This observation was proceeded by evidence of greater than 2,000 ohnms pace impedance measurement and loss of capture (loc).